Event description:
Customer stated device had no power. Upon inspection it was discovered that the 3rd and 4th contractor pins are blackened with melted plastic. A request was made for the return of the suspect device and replacement product was sent.